Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. Failure analysis found the primary finding of instrument could not reproduce to be related to the customer reported complaint. Visual inspection found no damage to the grip and pitch cables. No damage was observed to the conductor¿s wires. The instrument also passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.